Manufacturer narrative:
The information in this file strongly supports a probable causal association between the dialyzer and the patient¿s allergic reaction of severe itching during hd treatment. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On (B)(6) 2017 a physician emailed a form to report that an unknown patient on hemodialysis (hd) treatment for renal replacement therapy (rrt) for an unknown period of time experienced an allergic reaction to the optiflux dialyzer (unknown type). The patient had severe itching and was administered mast-cell stabilizers (type, route, dose, strength and duration unknown) to help control the reaction. The treatment appeared to help the patient. It is unknown if the hd therapy was discontinued or if the dialyzer type was switched for another. No additional information was provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was alleged by a physician that a hemodialysis patient was treated for severe itching (allergic reaction) due to an optiflux dialyzer. Patient was provided mast-cell stabilizer treatment. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed by the plant. The lot number and catalog number was not confirmed with the complainant and its associate clinic. A search was performed in the system to obtain all potential lots delivered to the dialysis unit in three months prior to the complaint occurrence date. No lots was delivered to the clinic during this time period. Since the lot and part number could not be confirmed, a DHR review could not be performed.

Event description:
"."